Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient's blood glucose levels were "all over the place." There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2016 with the following findings: a review of the pump¿s black box showed that the last basal delivery was on (B)(6) 2016. The event date was shown to have been overwritten due to continued use of the pump. The pump was off from (B)(6) 2016 according the total daily dose record (tdd) and the prime history. The tdd added up correctly and reflected the user¿s programmed basal rate target. During investigation, the ez-prime steps were performed correctly; the pump reflected 24 u after 24 hours on the 1 u/hr duration test. No warnings or alarms occurred during the investigation. The 10 u test bolus was correctly delivered and recorded. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).